Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of detect sensor errors was reproduced as a reload set issue. The device was found out of specification.  A review of the event history log identified the presence of reload set alarms.  The cause was determined to be a failed ultrasonic sensor.  The upstream sensor was replaced to correct this condition.  Should additional relevant information become available, a supplemental report will be submitted.